Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in the USA, alleging a onetouch ping meter was displaying an error 1 message. According to the ot ping owner¿s manual, an error 1 prompts when there is a problem with the meter. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported prior to the start of the alleged issue, she had developed symptoms of "sweating, shaking, lethargic and confusion." The patient reported she immediately tried to test on the lfs meter and was not able to obtain a reading due to the alleged issue. It is unknown what medications the patient takes to manage her diabetes. It is unclear if the patient made any changes to her usual diabetes management routine on the day of the alleged issue. The patient denied receiving any treatment in response to the alleged issue. The alleged issue was not resolved at the time of troubleshooting. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the alleged meter reading could not have caused the alleged injury. There is no indication that the patient's conditioned worsened since the patient did not report receiving any medical intervention. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.